Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing diaphragmatic stimulation. A chest x-ray confirmed the atrial lead had dislodged. The device mode was changed to vvi and the patient would be monitored. The lead remained implanted.